Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was having trouble with calibration errors and sensors that will not stay inserted. The customer also stated that she had been experiencing issues with sensor glucose versus blood glucose values, and in (B)(6) 2015 had a sensor reading that was 154 points off from a blood glucose reading. The customer stated that this caused her to have a seizure and be hospitalized. The customer stated that she administered insulin based on her sensor glucose level. The customer was informed that the sensor would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications however, performed the bicarbonate buffer test and the sensor failed due to low readings.